Manufacturer narrative:
The MFR's field service technician evaluated the device at the reporting facility. The technician found the device to operate and alarm as designed. The device's error log was reviewed, ventilator inoperative codes were observed in the log. The MFR was unable to determine the actual time and date of the ventilator inoperative codes. The icb cable was replaced to address the logged errors. The device passed all final testing.

Event description:
The MFR received info alleging a pt expired while using a bipar vision. The reporting facility stated the pt's mask was not fully on the pt's face at the time of the event. The reporting facility was unable to confirm if the device alarmed during the event. The device was turned off by the nursing staff prior to the pt expiring.